Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms, which included muscle stiffness. Error messages were displayed on the programmer when the pump was inquired, and the issue was resolved through troubleshooting. The patient was later reported to be doing fine.